Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.